Event description:
It was reported by service report that the fowler would not lower fully and the fowler cylinder was leaking onto the floor. The customer could not determine whether there was pt involvement or if adverse consequences occurred.

Manufacturer narrative:
Fowler.